Event description:
On october 4, 2022, caire received a notification from reox medical services of the below incident: reox received a companion 5 unit back from a customer stating that "patient said machine was causing her to get sick." No other information was provided.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device has been returned to caire for an investigation. If any new information is discovered, a follow-up report will be submitted.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device was returned to caire for an evaluation. The companion 5 unit was received by engineering and no external damage was found. The unit was tested for outlet purity, at all set points the outlet purity maintained above the minimum allowed 87% o2. The unit was tested for outlet flow rates, at all setpoints the outlet flow rate was within the specified 10% or 200ml whichever is greater. The unit was opened, and no internal damage was observed. The companion 5 unit passed all testing with no issue found.